Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element plus, mr, ous 2.75 x 38 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found multiple kinks and a break 62cm distal to the distal end of the strain relief. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. The target lesion was located in the paraosteal left anterior descending artery. A 2.75x38mm promus element plus drug-eluting stent was advanced for treatment. However, it was noted that the shaft fractured 15cm from the hub outside the guiding. The device was removed and the procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. The target lesion was located in the paraosteal left anterior descending artery. A 2.75x38mm promus element plus drug-eluting stent was advanced for treatment. However, it was noted that the shaft fractured 15cm from the hub outside the guiding. The device was removed and the procedure was completed with another of the same device. No patient complications were reported.